Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the pcs®2 plasma collection system. Haemonetics field service engineer inspected the device, calibration verification and performed functional test with no issues. The disposables were discarded by customer, without physical sample haemonetics is unable to establish cause.

Event description:
On (B)(6) 2021, haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The donor did not experience any adverse events during or after the donation while at the center. The cause of death is unknown and it is also unknown if an autopsy was performed.